Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free was found detached from the burette when opening the pack. The following information was provided by the initial reporter: "smart site primary tubing was found detached from the burette upon opening the pack."

Manufacturer narrative:
A 2441-0007 sample was not available for investigation of this feedback; however the customer's feedback indicates that a separation was identified to the tubing joint on the burette component. Further information confirmed that the separation was observed when opening the packaging. As part of the investigation the customer provided a lot number for the affected product; however the lot number configuration did not relate to the reported product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records was not possible in this instance as the lot number provided by the customer does not correspond to the reported 2441-0007 product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2441-0007 set in the past 12 months.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free was found detached from the burette when opening the pack. The following information was provided by the initial reporter: "smart site primary tubing was found detached from the burette upon opening the pack."